Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of crack in optic centrally. The patient contact was noted. The patient was not hospitalized for the event and there was no patient harm. Additional information has been requested.